Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. The patient received one treatment at 02:36:50 am. Rapid atrial fibrillation with a rapid ventricular response at 180 bpm contributed to the false detection. The post shock rhythm was a sinus rhythm at 80 bpm. The response buttons were pressed after the treatment was delivered. The patient ended use of the lifevest and was fit with an ICD. Additionally, the distributor returned the monitor used during this event, sn (B)(4) and reported that the monitor reset during a pulse test. There is no evidence that the device reset in the field during the defibrillation event. There is no evidence that the product malfunction caused or contributed to the defibrillation event.

Manufacturer narrative:
Device evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse resets) was confirmed. Upon investigation, the monitor failed a pulse test. The cause of the failure was isolated to an intermittent t3 transformer on the defibrillator pca. The root cause for the intermittent t3 could not be positively identified. Belt sn (B)(4) has not been returned for evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. There is no indication that the device malfunction caused or contributed to an adverse event. Device manufacture date & usage of device monitor (B)(4): 10/2014 - initial use. Electrode belt (B)(4): 06/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.